Manufacturer narrative:
The returned device was evaluated. During an inspection of the device, the battery was found to be unable to charge to an acceptable voltage. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
It was reported that the rad-8 was not powering on with battery power. It was also indicated that the unit would shut down without alarm while fully charged. No patient was involved.